Manufacturer narrative:
Concomitant medical product(s) and therapy dates: model: 3716, scs ipg, implant date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) received ineffective stimulation. Reprogramming attempts were unable to provide resolution. As a result, the patient's scs system was explanted on (B)(6) 2016.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01429. Upon further investigation of the manufacturer's complaint record database, it was determined the patient had two 3186 model leads that were returned for analysis. Therefore, an additional report is being submitted for the second lead.